Event description:
It was reported that fluoroscopy revealed an insulation anomaly at the tricuspid valve area of the lead. No evidence of lead integrity failure affecting ICD function.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4).